Event description:
Started having many health problems from implants. Started with no energy thyroid issues, neck and back pain, brain fog, blurred vision, rashes, joints aching. Doctors telling you it's menopause, that you are old. I was a health nut in the gym everyday, felt great. Now I can barely get up and go to work because I'm so tired. I am going to have them removed but it's very costly and wish insurance would cover this. This should be made public like cigarettes saying they're bad for your health implants.